Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the lower display of the external pulse generator (epg) has "lines" running through it. The epg was returned for repair. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lower display of the external pulse generator (epg) has "lines" running through it. The epg will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lower display of the external pulse generator (epg) has "lines" running through it. The epg was returned for repair. No patient complications have been reported as a result of this event.

Event description:
The epg was returned for repair.

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was out of specification, that it had missing pixels. Analysis also found that the upper and lower cases and one bail cover were broken, that one case screw was missing, the battery contacts were compressed, the keyboard scratched and the serial number label was damaged. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.